Event description:
During use for cardiopulmonary bypass, when the user clamped the extracorporeal tubing circuit, the roller pump stopped rotating. The pump was immediately restarted, and continued to operate as expected through the end of the procedure. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.